Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because there was a fluid loss and the system had enough fluid to pump it up about 50 % at most after that the pump bulb would go flat. The old conceal reservoir had to be left inside the patient because it could not be removed. A new ipp system and reservoir was implanted. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.